Event description:
Both the atrial and ventricular lead for this patient have flipped to unipolar after out of range impedance measurements. Patient also has noise on the atrial lead and ventricular lead. Representative informed and patient to be addressed. Lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.